Event description:
It was reported by a customer that the fiber cap detached inside of the pt at 18,950 joules. Add'l info reported by the customer was during set-up the aim test was performed and the aim beam was fine. During the procedure, it was observed from the fiber that there was a flash of light and then no aim beam. The pt did not experience any difficulties as result of the event. No fiber pieces were left in the pt. The pt did not require any add'l treatment due to the event. The user did not experience any injury from use of the system.

Manufacturer narrative:
(B)(4).